Event description:
It was reported that a patient failed to follow therapy steps during set up of peritoneal dialysis therapy. The patient connected to the setup before properly priming. The technical service representative reviewed proper procedures with the patient. The patient had stopped the set up. It was not reported how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient failed to follow therapy steps. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.